Manufacturer narrative:
(B)(4)

Event description:
The transmitter being used at the time of event was returned for evaluation. The device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. The reported event of a signal loss was confirmed. The root cause was determined to be a defective transmitter.

Manufacturer narrative:
(B)(4).

Event description:
Patient's son contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient experienced a loss of connection between smart device and transmitter. Dexcom representative advised patient's son to use the smart device's bluetooth settings to disable and re-enable bluetooth, close all background applications, and reset smart device, which was unsuccessful. No additional even or patient information is available.

Manufacturer narrative:
(B)(4).